Manufacturer narrative:
Study event - the stent remains in the patient. The lot number was provided restenosis is a known possible adverse event associated with the use of stents as listed in the device instructions for use. There was no device malfunction reported. The lot history record was reviewed and there are no non-conformances associated with this lot number.

Event description:
Device malfunction: none. Symptoms/ae: in-stent restenosis. Time of ae: approximately one year post procedure. It was reported that approximately one year post an uneventful left internal carotid artery stenting procedure, the patient was diagnosed with in-stent restenosis and was treated with placement of a second rx acculink stent over the restenosed stent. There were no adverse patient effects reported. Although requested, there was no additional information provided.